Manufacturer narrative:
After a cross-functional review of (B)(4), it has been identified that reported purge issues might have been use-related. It¿s been recommended to open an investigation against the purge cassette. The investigation is ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during review of impella alarms, the controller failure alarm seen after purge cassette change. Self-resolved after 10 secs. Alarm did not trigger alert on aic, only showed up on alarm history page and alarm history tab on impella connect. The team notified and no plans to swap console instead backup kept at bedside. Complaint entered. Purge fluid changed to hep 50u/ml. Pulmonary fibrosis (pf) stable at 3.6, post-prandial (pp) in 600-low 700s. On alarm history tab, the controller failure alerted on (B)(6) 2025 at 10:41:52 stating purge system has stopped, switch to backup controller. Self-resolved at (B)(6) 2025 at 10:42:02. Looking back at impella connect, alarm never triggered an alert on placement screen so team was unaware. The patient survived the procedure and is currently stable.